Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and a straight cut on the sheeting was identified. An underwater pressure test was performed and a leak was found at the location of the cut. The cause of the leak was the cut. Self-test and priming was also performed. The reported condition was verified. An assignable cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, a baxter technician determined that the device leaked. There was no patient involvement. No additional information is available.